Event description:
It was reported that the patient presented in clinic for a scheduled pacemaker and right ventricular (rv) lead extraction. It was noted that the patient had developed an infection of methicillin-resistant staphylococcus aureus, which was confirmed with blood testing. The whole system, including the pacemaker and the rv lead, was explanted. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities.